Event description:
Customer returned the device for evaluation and repair of a pinhole in the distal end rubber coating (a-rubber) that occurred during a procedure and was detected in the leak test post the procedure. There is no harm to the patient of that procedure nor to any other patient or persons. Upon evaluation of the returned device, it was observed that the insertion tube non-bending part (ig serpentine) coating is peeling off more than 1 millimeter square area due to deterioration. The forceps plug cap is also scraped off due to physical stress. This medwatch is being submitted for the reportable issues of the ig serpentine coating peeling off for more than 1 millimeter square area, and the forceps plug cap being scraped off, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion tube non-bending part (ig serpentine) coating is peeling off more than 1 millimeter square area due to deterioration. The forceps plug cap is also scraped off due to physical stress. Other observations for the device are: water tightness is not maintained due to holes in the distal end rubber coating (a-rubber); bending angle is insufficient due to stretching of the angle wire; flexible tube of the insertion section is crushed; insertion tube is buckled; a-rubber is sagging and a-rubber adhesive is missing; scratches are found on operation part, grip, angle lever, up/down (u/d) plate, video cable, video cable oredome, video connector, video connector case, universal cord, and light guide cover glass; universal cord is discolored; and u/d plate has character disappearance. The user¿s complaint of pinhole in a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events most likely occurred due to external factors and handling. Olympus will continue to monitor field performance for this device.